Event description:
The customer obtained a discordant, (B)(6) vitros (B)(6) result (patient vitros (B)(6)) from a single patient sample while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, (B)(6) vitros (B)(6) patient result was reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, (B)(6) vitros (B)(6) result was obtained from a single patient sample while using the vitros 3600 immunodiagnostic system. There was no indication that an instrument related issue contributed to the event. Additionally, a vitros (B)(6) reagent issue has been ruled out as a contributing factor. The root cause of the event is unknown. However, the possibility of the presence of a mutated form of (B)(6), which is not recognized by the vitros (B)(6) assay, cannot be ruled out.